Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt completed treatment and upon removing the tubing set, solution was found inside the cycler. The origin of the leak could not be identified. Pt did not receive any prophylactic antibiotics and has had no adverse effects. Pt discarded the sample; sample is not available.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the mfg process.